Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance priming the insulin pump and connecting to her infusion set. The customer's blood glucose reading was 73 mg/dl at the start of the phone call. The customer stated that prior to the report, she called her doctor's office and the nurse was walking her through the process to connect the insulin pump to her body. While the customer was talking to the nurse, the insulin pump alarmed low reservoir and she discovered that the reservoir was empty. At the time of the report, the priming and infusion set change process was explained to the customer. The customer began to feel lightheaded and started to sweat. At this time, the customer's blood glucose reading was 40 mg/dl. The customer declined to be taken to the hospital. At the time the phone call was disconnected, the customer's blood glucose reading was 66 mg/dl. Nothing further was reported.